Manufacturer narrative:
(B)(4) two reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).

Event description:
(B)(4) the dealer reported that the 6895 commode seat vinyl cracked, water got into the wood, resulting in a broken seat. Additionally, it was reported that the end user replaced the seat twice for similar issue. The first time happened on (B)(6) 2012, and a second time on (B)(6) 2013. There was no injury reported.